Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear beeping or audio on the device. Troubleshooting was declined. The customer¿s blood glucose during the incident was unknown; however, the customer mentioned that they had unexplained hyperglycemia in the upper 200 mg/dl and 300 mg/dl ranges after a steroid shot. The customer's blood glucose had also suddenly dropped to unspecified values. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low-level failures alarm noted during testing or listed in device history.